Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value note: manufacturer contacted customer in a follow-up call on 12-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he ate something and felt fine after eating. Customer called pharmacy and they will contact his doctor for more instructions for him. Customer does not have products with him. Note: manufacturer contacted customer in a follow-up call on 14-aug-2020 to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated he does not want to provide any further information and does not have a complaint or concern with his meter. Customer opened a new vial of strips 3 days ago and not using strips he called in with initially. Customer spoke with his doctor's office and everything is fine. Customer states his readings were in the 90's fasting this morning and he is fine.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 59mg/dl. Customer states he took insulin. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of sweats. Customer asked if he should call his doctor and was advised to do so. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.